Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention, which required catheterization to drain the bladder. The symptoms led to a surgical intervention. During the procedure, it was noted that the existing cuff was too tight. The physician reported proper initial measurement of the cuff. The existing cuff was removed and replaced with a bigger one. No additional patient complications were reported.